Manufacturer narrative:
Intervention required: procedure was changed from 'micro-endoscopic discectomy' to 'open decompression.' Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar spinal canal stenosis; and micro-endoscopic discectomy (med) was planned to be performed on the patient. Intra-op, the wheel of flex arm did not rotate and the arm could not be fixed. The handle of the flexible arm was able to move only in a small range. It seemed that the surgeon tried to make adjustments to the draw-bar of the flexible arm, but the problem was not solved. Eventually, due to flex arm malfunction, the procedure was changed to open decompression instead of the planned med. It was unknown whether there were any patient complications or not due to this event.